Manufacturer narrative:
The device has been disposed by the customer. Since the lot # 16051947m was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: acunav ultrasound catheter; us catalog # unknown; lot # unknown. (B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that the cfae map was obtained by fam and the ablation was started with controlling the contact and output carefully while using the thermocool smart touch bi-directional navigation catheter. Around the 112 times of ablation at 10-25 w and 10-25 g, the pericardial effusion was observed on the rf before dropping of the blood pressure by the echo monitor from the acunav ultrasound catheter; the procedure was completed. A pericardiocentesis was conducted with the body surface echo. On (B)(6) received additional information requested from bwi representative stating that the patient outcome was a full recovery. The physician¿s opinion regarding the causality of this adverse event was possible procedure related. Additionally, the physician stated that the cause of tamponade was unknown but suffices to say that the ablation at roof of rspv might cause tamponade. During the ablation at roof, contact force of the smart touch might had be a little stronger than other parts (25 g).